Event description:
It was reported to medtronic neurosurgery that the product was implanted on (B)(6) 2013 with the initial pressure setting of 1.5. According to the report, in the middle of may, the physician was informed that the pt condition was not good. The report stated that the physician then adjusted the pressure level to 2.0 and observed for about a week. According to the report, the pt condition did not improve. Reportedly, the physician adjusted the pressure level to 2.5 and observed from about two weeks. The report stated that the pt did not show any improvement. According to the report, the pt's ventricles collapsed.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of device performance was not possible. A review of the mfg records was not possible as no lot number was provided.